Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted constant beeping tones. Device interrogation revealed the reed switch was stuck. Daily measurements were not present for approximately a week. Boston scientific technical services (ts) discussed troubleshooting needed to restore the daily measurements. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.